Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer completed all of the appropriate troubleshooting which was unsuccessful. They were then directed to unplug the fiber optic cable, coil it up, and place a note on it for future staff. They were able to successfully switch over to the inner lumen of the catheter as an alternate arterial pressure (ap) source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - manager additional contacts - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).